Manufacturer narrative:
It is unknown if or when the lvad was explanted from the patient after expiration. The product disposition was not provided by the site. Approximate age of device: 6 years and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2012. It was reported that the patient expired on (B)(6) 2018 due to a subdural hematoma. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported subdural hemorrhage and subsequent patient outcome could not be determined through this evaluation. The device was not explanted and is not available for investigation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided and the complaint file will be closed accordingly. The heartmate ii left ventricular assist system instruction for use lists bleeding, stroke, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.